Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laceration closure on (B)(6) 2018 and topical skin adhesive was used. When the surgeon was closing the laceration, the surgeon squeezed the tube, and the glass cracked and came through and cut her finger. The wound was washed out and cleaned. There were no patient consequences reported. No further information is available.